Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14368. It was reported the patient experienced pain at the anchor site. As a result, surgical intervention was undertaken wherein the anchors were explanted. Surgical intervention addressed the issue.